Event description:
Caller states he obtained results of 3.7 inr on the coaguchek xs system and 2.6 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.